Event description:
The mpa plus is responsible for sample pre-processing, including centrifuging, aliquoting and barcode labeling of specimens prior to analysis on the cobas 6000 analyzers. The centrifuge on the mpa at the customer site was not spinning specimens correctly sending un-spun samples to the cobas 6000 analyzers for analysis. The user received questionable results for sodium, potassium and chloride on two different cobas 6000 analyzers serial numbers (B)(4) and (B)(4). The event involved five patient samples. Two patient samples gave discrepant results for potassium. Patient sample 1, on cobas 6000 s/n (B)(4) the original potassium result gave 5.8 mmol/l. This result was reported outside the laboratory. The sample was repeated which resulted at 3.98 mmol/l. The repeat potassium result of 3.98 mmol/l was reported outside the laboratory as the final result for this patient sample. Patient sample 2, on cobas 6000 s/n (B)(4) the original potassium result gave 7.9 mmol/l. This result was reported outside the laboratory. The sample was repeated which resulted at 5.2 mmol/l. The repeat potassium result of 5.2 mmol/l was reported outside the laboratory as the final result for this patient sample. No adverse event was alleged regarding this event. The field service representative found the mpa centrifuge misadjusted. He adjusted the temperature setting and cleaned centrifuge sample buckets. Performance tests were ran with no errors and were acceptable.